Event description:
It was reported that the right ventricular (rv) lead had low impedance on the right ventricular (rv) coil. The lead also had an insulation defect. The lead was explanted and replaced. It was also reported that during the explant procedure it was found that the right atrial lead also had an insulation defect. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 694765 implantable defibrillation lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Pli20-the full lead was returned in segments and the outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.